Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has a cold but neither fever nor a trauma was reported. The user has no difficulty in listening and is performing well, despite the current changes in impedances. The recipient is being monitored and will returned for further visit.

Event description:
The user had a cold but neither fever nor a trauma was reported. The user had no difficulty in listening and is performing well, despite the current changes in impedances. As per further information received, the user had again a cold for the last 4-5 days. The parents did not report any hearing problem. There has now been a decrease in hearing performance. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Based on the information received from the field, the recipient had a cold and impedance values were seen to be increased. However, reportedly the increase of impedances had no impact on the hearing performance of the recipient. This increase in impedance might be a combination of the reported changes in health (cold) and three channels that are likely damaged due to undetermined reasons. However, this would not have a detrimental impact on the recipient's hearing performance. Reportedly the recipient uses the devices without any issues. Therefore, the concerned device remains implanted and in use.

Event description:
The user has a cold but neither fever nor a trauma was reported. The user has no difficulty in listening and is performing well, despite the current changes in impedances. As per new information received, the user had again a cold for the last 4-5 days. The parents did not report any hearing problem.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user had a cold but neither fever nor a trauma was reported. The user had no difficulty in listening and is performing well, despite the current changes in impedances. As per further information received, the user had again a cold for the last 4-5 days. The parents did not report any hearing problem. There has now been a decrease in hearing performance. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user had a cold but neither fever nor a trauma was reported. The user had no difficulty in listening and is performing well, despite the current changes in impedances. As per further information received, the user had again a cold for the last 4-5 days. The parents did not report any hearing problem. There has now been a decrease in hearing performance. Re-implantation is being considered, however, a date for surgery has not been scheduled yet.